Event description:
Per report, "the power button is stuck and won't turn on."

Manufacturer narrative:
Per report, "the power button is stuck and won't turn on." Customer also reported that, "the power button does not work. This occurred while in a patient's possession. This was picked up from a patient when it was first recognized to be broken. The patient has passed. "There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.